Event description:
This case was initially received via regulatory authority FDA (reference number:(B)(4). . The most recent information was received on 15-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("an essure coil had migrated and was in the bottom of her uterus"), genital haemorrhage ("heavy bleeding"), renal impairment ("worsening of her kidney function"), renal failure ("pre-existing condition worsening that led to kidney failure and dialysis"), congenital cystic kidney disease ("exacerbated her pkd") and ovarian cyst ruptured ("ovarian cysts rupturing") in an adult female patient who had essure (batch no. Unknown) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included joint pain in 2002, neck pain in 2002, back pain in 2002, gravida ii, parity 4 (((B)(6)-1995, (B)(6)1997, (B)(6)-2003 and (B)(6)-2008)), abruptio placentae in 1995, acute renal failure in 2008, pre-sclampsia, vaginal delivery in 2008, protein s deficiency, anemia in 2008, stenosis ureteral in 2008, ureteric reimplantation in 1985 and cesarean section. Concurrent conditions included body mass index normal and cigarette smoker. Concomitant products included benazepril in 2010 and hydralazine in 2014 for blood pressure as well as acetylsalicylic acid (aspirin) and methocarbamol (robaxin) in 2015. On (B)(6) 2009, the patient had essure inserted. In 2009, 183 days before insertion of essure, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). In 2014, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), renal impairment (seriousness criterion medically significant), renal failure (seriousness criterion medically significant), congenital cystic kidney disease (seriousness criterion medically significant), uterine enlargement ("enlarged uterus"), uterine leiomyoma ("fibroids"), ovarian cyst ("ovarian cysts"), device expulsion ("an essure coil had migrated and was in the bottom of her uterus"), allergy to metals ("allergic to nickel / a hypersensitivity reaction to nickel"), pruritus ("uncontrollable itching"), rash generalised ("full-body rashes"), throat irritation ("itching in throat"), swelling ("swelling"), urticaria ("hives"), depression ("depression"), loss of libido ("lack of intimacy with partner") and abdominal pain lower ("cramping for days after implanting"). The patient was treated with hydrocodone and surgery (first essure coil was removed with tubal ligation and second essure removed with total hysterectomy ). Essure was removed on (B)(6) 2015. In 2015, the abdominal pain had resolved. At the time of the report, the uterine perforation, renal impairment, renal failure, congenital cystic kidney disease, uterine enlargement, uterine leiomyoma, ovarian cyst, device expulsion, allergy to metals, pruritus, rash generalised, throat irritation, swelling, urticaria, depression, loss of libido and abdominal pain lower outcome was unknown, the genital haemorrhage was resolving and the ovarian cyst ruptured and migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, congenital cystic kidney disease, depression, device expulsion, genital haemorrhage, loss of libido, migraine, ovarian cyst, ovarian cyst ruptured, pruritus, rash generalised, renal failure, renal impairment, swelling, throat irritation, urticaria, uterine enlargement, uterine leiomyoma and uterine perforation to be related to essure. The reporter commented: she was admitted to hospital on 2008 for infections, ruptured ovarian cysts, kidney and pelvic pain, heavy vaginal bleeding and other kidney issues. She began using condoms until she had a tubal ligation to correct the essure coil that was not in the correct place. The first essure coil was removed in 2009 with tubal ligation and the second essure coil was removed on (B)(6) 2015 with a total hysterectomy leaving her ovaries. Medical record - patient visited for laparoscopic left salpingectomy versus fimbriectomy (as written) secondary to failed essure sterilization. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. On (B)(6) 2009, hysterosalpingogram test which showed an essure coil had migrated and was in the bottom of her uterus. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received - case upgraded as incident and valid from invalid. New events, enlarged uterus, fibroids, ovarian cysts, heavy bleeding, persistent pain,worsening of her kidney function, exacerbated her pkd, pre-existing condition worsening that led to kidney failure and dialysis, abdominal pain,ovarian cysts rupturing, an essure coil had migrated and was in the bottom of her uterus, allergic to nickel, uncontrollable itching, full-body rashes, itching in throat, swelling, hives, migraines, depression, lack of intimacy with partner, cramping for days after implanting were added. Events 'dangerous side effects and severe and permanent injuries' was deleted. Product implant and explant date was added. New reporter were added. Historical and concomitant condition and treatment medication was added. Patients information was added.¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0689) on (B)(6)2015. The most recent information was received on (B)(6)2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('an essure coil had migrated and was in the bottom of her uterus'), renal impairment ('worsening of her kidney function'), renal failure ('pre-existing condition worsening that led to kidney failure and dialysis'), congenital cystic kidney disease ('exacerbated her pkd') and ovarian cyst ruptured ('ovarian cysts rupturing') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute renal failure in 2008, vaginal delivery in 2008, anemia in 2008, stenosis ureteral in 2008, abruptio placentae in 1995, ureteric reimplantation in 1985, multigravida, parity 4 (((B)(6)1995, (B)(6)1997, (B)(6) 2003 and (B)(6)2008)), protein s deficiency, cesarean section, urinary tract infection, spontaneous abortion, hypertension and renal insufficiency. Concurrent conditions included joint pain since 2002, neck pain since 2002, back pain since 2002, body mass index normal and cigarette smoker. Concomitant products included benazepril since 2010 to (B)(6) 2017 and hydralazine since 2014 to february 2017 for blood pressure abnormal as well as acetylsalicylic acid (aspirin) and methocarbamol (robaxin) since 2015. On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). In 2014, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("heavy bleeding"), renal impairment (seriousness criterion medically significant), renal failure (seriousness criterion medically significant), congenital cystic kidney disease (seriousness criterion medically significant), uterine enlargement ("enlarged uterus"), ovarian cyst ("ovarian cysts"), device expulsion ("an essure coil had migrated and was in the bottom of her uterus"), allergy to metals ("allergic to nickel / a hypersensitivity reaction to nickel"), pruritus ("uncontrollable itching"), rash ("full-body rashes"), throat irritation ("itching in throat"), swelling ("swelling"), urticaria ("hives"), depression ("depression"), loss of libido ("lack of intimacy with partner"), abdominal pain lower ("cramping for days after implanting"), back pain ("a lot of lower back pain like mild labor") and alopecia ("hair coming back/eyebrow are growing back") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with hydrocodone, vitamin d nos (vitamin d), need dialysis and an eventual transplant. Fistula was inserted to prepare for dialysis., otc and prescription pain medication, surgery ((B)(6) 2009-left salpingectomy, (B)(6) 2015-total hysterectomy), pain medication, heat therapy , lidocaine cream and pain medications and heat therapy. Essure was removed on (B)(6) 2015. In 2015, the abdominal pain had resolved. At the time of the report, the uterine perforation, renal impairment, renal failure, congenital cystic kidney disease, uterine enlargement, uterine leiomyoma, ovarian cyst, device expulsion, allergy to metals, pruritus, rash, throat irritation, swelling, urticaria, depression, loss of libido, abdominal pain lower and back pain outcome was unknown, the genital haemorrhage and alopecia was resolving and the ovarian cyst ruptured and migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, congenital cystic kidney disease, depression, device expulsion, genital haemorrhage, loss of libido, migraine, ovarian cyst, ovarian cyst ruptured, pruritus, rash, renal failure, renal impairment, swelling, throat irritation, urticaria, uterine enlargement, uterine leiomyoma and uterine perforation to be related to essure. The reporter commented: she was admitted to hospital on 2008 for infections, ruptured ovarian cysts, kidney and pelvic pain, heavy vaginal bleeding and other kidney issues. She began using condoms until she had a tubal ligation to correct the essure coil that was not in the correct place. The first essure coil was removed in 2009 with tubal ligation and the second essure coil was removed on (B)(6)2015 with a total hysterectomy leaving her ovaries. Medical record - patient visited for laparoscopic left salpingectomy versus fimbriectomy (as written) secondary to failed essure sterilization date(s) of removal: (B)(6)2009-left salpingectomy, (B)(6)2015-total hysterectomy cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. On (B)(6) 2009, hysterosalpingogram test which showed an essure coil had migrated and was in the bottom of her uterus. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('an essure coil had migrated and was in the bottom of her uterus'), renal impairment ('worsening of her kidney function'), renal failure ('pre-existing condition worsening that led to kidney failure and dialysis'), congenital cystic kidney disease ('exacerbated her pkd') and ovarian cyst ruptured ('ovarian cysts rupturing') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute renal failure in 2008, vaginal delivery in 2008, anemia in 2008, stenosis ureteral in 2008, abruptio placentae in 1995, ureteric reimplantation in 1985, multigravida, parity 4 (B)(6) 1995, (B)(6) 1997, (B)(6) 2003 and (B)(6) 2008, protein s deficiency, cesarean section, urinary tract infection, spontaneous abortion, hypertension and renal insufficiency. Concurrent conditions included joint pain since 2002, neck pain since 2002, back pain since 2002, body mass index normal and cigarette smoker. Concomitant products included benazepril since 2010 to january 2017 and hydralazine since 2014 to february 2017 for blood pressure abnormal as well as acetylsalicylic acid (aspirin) and methocarbamol (robaxin) since 2015. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). In 2014, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("heavy bleeding"), renal impairment (seriousness criterion medically significant), renal failure (seriousness criterion medically significant), congenital cystic kidney disease (seriousness criterion medically significant), uterine enlargement ("enlarged uterus"), ovarian cyst ("ovarian cysts"), device expulsion ("an essure coil had migrated and was in the bottom of her uterus"), allergy to metals ("allergic to nickel / a hypersensitivity reaction to nickel"), pruritus ("uncontrollable itching"), rash ("full-body rashes"), throat irritation ("itching in throat"), swelling ("swelling"), urticaria ("hives"), depression ("depression"), loss of libido ("lack of intimacy with partner"), abdominal pain lower ("cramping for days after implanting") and back pain ("a lot of lower back pain like mild labor") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with hydrocodone, need dialysis and an eventual transplant. Fistula was inserted to prepare for dialysis., otc and prescription pain medication, surgery (B)(6) 2009-left salpingectomy, (B)(6) 2015-total hysterectomy), pain medication, heat therapy , lidocaine cream and pain medications and heat therapy. Essure was removed on (B)(6) 2015. In 2015, the abdominal pain had resolved. At the time of the report, the uterine perforation, renal impairment, renal failure, congenital cystic kidney disease, uterine enlargement, uterine leiomyoma, ovarian cyst, device expulsion, allergy to metals, pruritus, rash, throat irritation, swelling, urticaria, depression, loss of libido, abdominal pain lower and back pain outcome was unknown, the genital haemorrhage was resolving and the ovarian cyst ruptured and migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, congenital cystic kidney disease, depression, device expulsion, genital haemorrhage, loss of libido, migraine, ovarian cyst, ovarian cyst ruptured, pruritus, rash, renal failure, renal impairment, swelling, throat irritation, urticaria, uterine enlargement, uterine leiomyoma and uterine perforation to be related to essure. The reporter commented: she was admitted to hospital on 2008 for infections, ruptured ovarian cysts, kidney and pelvic pain, heavy vaginal bleeding and other kidney issues. She began using condoms until she had a tubal ligation to correct the essure coil that was not in the correct place. The first essure coil was removed in 2009 with tubal ligation and the second essure coil was removed on (B)(6) 2015 with a total hysterectomy leaving her ovaries. Medical record - patient visited for laparoscopic left salpingectomy versus fimbriectomy (as written) secondary to failed essure sterilization date(s) of removal: (B)(6) 2009-left salpingectomy, (B)(6) 2015-total hysterectomy cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. On (B)(6) 2009, hysterosalpingogram test which showed an essure coil had migrated and was in the bottom of her uterus. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event a lot of lower back pain like mild labor was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 20-aug-2015. The most recent information was received on 13-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('an essure coil had migrated and was in the bottom of her uterus'), renal impairment ('worsening of her kidney function'), renal failure ('pre-existing condition worsening that led to kidney failure and dialysis'), congenital cystic kidney disease ('exacerbated her pkd') and ovarian cyst ruptured ('ovarian cysts rupturing') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute renal failure in 2008, vaginal delivery in 2008, anemia in 2008, stenosis ureteral in 2008, abruptio placentae in 1995, ureteric reimplantation in 1985, multigravida, parity 4 (((B)(6) 1995, (B)(6) 1997, (B)(6) 2003 and (B)(6) 2008)), protein s deficiency, cesarean section, urinary tract infection, spontaneous abortion, hypertension and renal insufficiency. Concurrent conditions included joint pain since 2002, neck pain since 2002, back pain since 2002, body mass index normal and cigarette smoker. Concomitant products included benazepril since 2010 to (B)(6) 2017 and hydralazine since 2014 to (B)(6) 2017 for blood pressure abnormal as well as acetylsalicylic acid (aspirin) and methocarbamol (robaxin) since 2015. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). In 2014, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("heavy bleeding"), renal impairment (seriousness criterion medically significant), renal failure (seriousness criterion medically significant), congenital cystic kidney disease (seriousness criterion medically significant), uterine enlargement ("enlarged uterus"), ovarian cyst ("ovarian cysts"), device expulsion ("an essure coil had migrated and was in the bottom of her uterus"), allergy to metals ("allergic to nickel / a hypersensitivity reaction to nickel"), pruritus ("uncontrollable itching"), rash ("full-body rashes"), throat irritation ("itching in throat"), swelling ("swelling"), urticaria ("hives"), depression ("depression"), loss of libido ("lack of intimacy with partner"), abdominal pain lower ("cramping for days after implanting"), back pain ("a lot of lower back pain like mild labor") and alopecia ("hair coming back/eyebrow are growing back") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with hydrocodone, vitamin d nos (vitamin d), need dialysis and an eventual transplant. Fistula was inserted to prepare for dialysis., otc and prescription pain medication, surgery ((B)(6) 2009-left salpingectomy, (B)(6) 2015-total hysterectomy), pain medication, heat therapy , lidocaine cream and pain medications and heat therapy. Essure was removed on (B)(6) 2015. In 2015, the abdominal pain had resolved. At the time of the report, the uterine perforation, renal impairment, renal failure, congenital cystic kidney disease, uterine enlargement, uterine leiomyoma, ovarian cyst, device expulsion, allergy to metals, pruritus, rash, throat irritation, swelling, urticaria, depression, loss of libido, abdominal pain lower and back pain outcome was unknown, the genital haemorrhage and alopecia was resolving and the ovarian cyst ruptured and migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, congenital cystic kidney disease, depression, device expulsion, genital haemorrhage, loss of libido, migraine, ovarian cyst, ovarian cyst ruptured, pruritus, rash, renal failure, renal impairment, swelling, throat irritation, urticaria, uterine enlargement, uterine leiomyoma and uterine perforation to be related to essure. The reporter commented: she was admitted to hospital on 2008 for infections, ruptured ovarian cysts, kidney and pelvic pain, heavy vaginal bleeding and other kidney issues. She began using condoms until she had a tubal ligation to correct the essure coil that was not in the correct place. The first essure coil was removed in 2009 with tubal ligation and the second essure coil was removed on (B)(6) 2015 with a total hysterectomy leaving her ovaries. Medical record - patient visited for laparoscopic left salpingectomy versus fimbriectomy (as written) secondary to failed essure sterilization. Date(s) of removal: (B)(6) 2009-left salpingectomy, 01may2015-total hysterectomy cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. On (B)(6) 2009, hysterosalpingogram test which showed an essure coil had migrated and was in the bottom of her uterus. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-apr-2020: social media received. New event 'alopecia' was added and it's outcome was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.